Event description:
This device was returned because it was no longer needed. There was no complaint against the device. Checks performed prior to returning the unit to patient use revealed that the power loss alarm did not activate when appropriate. This malfunction was observed on the technician's bench and not during patient use.